Event description:
Material#: unknown. Batch#: unknown. It was reported by the customer that retained object appears to be a fragment of an IV-cannula associated with IV insertion or removal. Verbatim: contacted risk management on (B)(6) 2026 regarding a patient who underwent revision back surgery on (B)(6) 2026, at following discharge, the patient reported concern that something had been left in his hand after IV removal. 6 west nursing staff reportedly reassured the patient that no retained object was present. During a subsequent clinic evaluation, the physician palpated an abnormality in the patient's hand and ordered diagnostic imaging. An x-ray confirmed the presence of a retained foreign body at the prior IV site. The retained object appears to be a fragment of an IV-cannula associated with IV insertion or removal. The patient has been referred to xxx, hand surgery, for evaluation and determination regarding removal of the retained foreign body. The patient is scheduled for consultation and possible removal.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.